Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported entrapment of the guide wire with the stent was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that instructions for use guide wire hi-torque guide wires ce, FDA (IFU) states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case, the reported IFU violation of not withdrawing the second wire prior to stent deployment does appear to have caused or contributed to the reported entrapment. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported entrapment of the device, guide wire separation and treatments appear to be related to a combination of user technique and operational circumstances of the procedure. In this case, it is likely that the guide wire was not pulled back completely prior to stent deployment trapping the guide wire to with the stent and causing resistance. Manipulation against resistance ultimately resulted in the reported/noted core separation. Additionally, the reported treatments appear to be related to the operational context of the procedure as a balloon catheter was used to assist in the successful removal of the separated portion of wire in the guide catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% stenosed lesion in the mid-left anterior descending coronary artery (mlad). While the hi-torque balanced middle weight (bmw) hydro guide wire (gw) was sitting the the diagonal branch, an unspecified stent was implanted in the lad. During removal of the gw, resistance was met with the implanted stent and the gw separated. The distal part of the gw remained in the guiding catheter and partially in the artery. A balloon was used to assist in the successful removal of the separated portion of wire in the the guide catheter. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Another catheter and 2 new guide wires were used to successfully complete the procedure. No additional information was provided.